Event description:
The customer reported that the work station was not powering when power button was pressed. No pt injury was reported.

Manufacturer narrative:
The service rep ordered a power control board and replaced it. The system functions as intended.